Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report number: 3006705815-2019-01393. It was reported a cerebrospinal fluid (csf) leak occurred while the physician was removing leads. The physician repaired the dura during the procedure. Postoperatively, the patient indicated having a headache. Follow-up information indicated that the patient's headache had resolved.

Event description:
Reference MFR report number: 3006705815-2019-01393.